Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 450 mg/dl. He took a manual injection to treat his blood glucose level. The customer received a max fill reached alarm. The customer was manually pushing insulin with a plunger at the bottom of the reservoir and there was a little resistance but no insulin was exiting. The customer is a brittle diabetic and experienced extreme high and low blood glucose levels. The device was not returned.